Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 132 mg/dl. Customer was advised to remove battery and the insert battery alarm was displayed on the pump screen. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new aa battery and advised to ensure that the battery was securely fasten and battery slot is aligned horizontally with pump however display did not returned after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display or physical damage to the battery cap noted.